Event description:
It was reported that in the middle of a procedure, the laser system shut down and could not be utilized to complete the case. The case was completed using an alternate procedure. There was no report of injury.

Manufacturer narrative:
Field service performed: an intermittent flow switch was found to be the root cause of the system shutting down. The pump assembly was replaced; the system tested and verified to meet specifications.